Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 19-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 5mg/ml at 1.8396mg/day. It was reported that the hcp was unable to aspirate from the side port so they were going in for a catheter revision. When the hcp made the pocket incision, a "milky puss fluid" started coming out. The substance was sent for aerobic and anaerobic testing. The hcp decided the best course of action would be to remove the entire system. There were no other symptoms present. The pump had come loose from suturing and the patient did flip it. A system explant occurred on (B)(6) 2024 and the site was irrigated and closed. It was indicated that the system was not replaced and would be replaced in the future. It was reported that no diagnostics or troubleshooting were performed and they were awaiting the results of cultures. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was 155 pounds. The patient's medical history included obstructive sleep apnea, arteriosclerosis of the coronary artery, atrial fibrillation, complete heart block, coronary artery disease, hypothyroidism, chronic kidney disease stage 4. The patient also had a pacemaker. Additional information received on 2024-10-22 indicated that the cause of the inability to aspirate the side port was not determined. The cause of the milky pus fluid was not determined. Both the aerobic and anaerobic testing for infection came back negative.